Event description:
It was reported that during an esophageal cancer procedure, the probe was used for stimulation but electrical current could not be applied. The procedure was successfully completed using a back-up device. Follow-up from the customer indicates that no visual or audible indicator alerted the user. The nerve location was known, but the device did not detect it. There was no delay in the procedure and no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code: no known impact or consequence to patient (B)(4), device code: false negative result (B)(4). The device has not been returned. The customer disposed of the device. Therefore, an analysis has not been performed. This device is used for therapeutic purposes.